Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. A review of device memory confirmed a shock lead open fault was recorded on (B)(6) 2017, which resulted in the code 1005 observed clinically. Data in the daily lead impedance measurements table found all lead impedance measurements in all lead chambers were normal. It was concluded that the device met specifications; the clinical observations were most likely caused by a compromised rv lead.

Manufacturer narrative:
The explanted device was expected to be returned for laboratory analysis. This report will be updated when analysis is complete.

Event description:
Boston scientific received information that during a follow-up, it was observed that this cardiac resynchronization therapy defibrillator (crt-d) had recorded a code 1005. This code indicates an open circuit condition was detected during shock delivery. The patient was hospitalized for evaluation of the device and non-boston scientific right ventricular (rv) lead. Approximately one month later, the device and competitor's lead were explanted and replaced. No additional adverse patient effects were reported.